Event description:
Per the clinic, the patient was prescribed with antibiotics (type not reported) on (B)(6) 2022 (duration not reported), due to possible inflammation of wound. The implanted device remains.

Manufacturer narrative:
This report is submitted on december 05, 2022.